Event description:
It was reported by the biomedical engineer that the keypad of the epg (external pulse generator) is worn out, and it is difficult to turn the epg on/off when pressing the buttons. There was no patient involvement. It was later reported that the epg would not power on/off. It turned off, then on, and would not shut off. No patient complications were reported as a result of this event. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main keyboard pad is out of specification (collapsed buttons). Upper case is broken and lower case is broken/contaminated. Battery drawer is out of specification (worn). Ring cover, two side bail covers, and high rate cover are contaminated. Battery contacts are compressed. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.